Event description:
This facility just introduced this new IV catheter product, unable to thread IV catheter into final position despite appropriate insertion angle, and double blood return confirmation. Same pt after successful IV insertion was discovered to have kinked some time later when attempting to flush. This facility has seen increased issues as such with new product being introduces in service. FDA safety report ID #(B)(4).